Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no functional issue (unintended energy discharge, thermal damage, no energy) was confirmed during the procedure usage. No thermal damage on the instrument observed. A possible loose conductor wire was alleged; however, site confirmed that the internal wire of the conductor wire was not exposed. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The conductor wire insulation was found to have a crack at the end that attaches to the yaw pulley. Visual inspection displayed signs of physical damage. The internal wires were not exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy normally. No instrument arcing was observed during functional testing.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the conductor wire of the maryland bipolar forceps instrument was observed to be broken. A backup instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with no obvious conductor wire damage and product information confirmation as printed on the housing. No conclusive determination can be made based on this analysis.